Event description:
A broken pump. During service the device was found to have a broken door on channel one and two. Although attempts were made to obtain add'l info from the reporting facility, details were not available regarding the set up of the infusion device. Info regarding whether or not the device was in use on a pt when the problem was found was also not available and no additional contact info was provided. The hosp rep stated they have no record of any pt incident involving the pump since the last baxter service event.